Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single port fenestrated bipolar forceps instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port fenestrated bipolar forceps instrument movements did not correspond to the console surgeon. There was non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated the instrument was being returned due to malfunctions and different issues - energy not delivered and not responding to commands. The instrument was replaced during the procedure.